Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The frayed grip cable was found near the grip cable-crimp.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, wire at the bowden cable was torn for large suturecut needle driver. There was no report of patient involvement.